Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/9/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: received 10 cm long piece of drain; there is a cut hole in the drain: the drain could be cut during its use.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2018 and a drain was used. During surgery the drain was connected to the reservoir with the adapter and negative pressure was applied, but it seemed air leakage occurred from the drain. After detaching the drain, leak test was performed with physiological saline was added with a syringe, and it was found that there had been air leakage point on the drain. Then after cutting the leakage point of the drain, the drain was reconnected to the reservoir, and it could be used properly. Further details are not provided. There were no adverse consequences to the patient.